Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number aa4279n11 was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported on (B)(6) 2015 that a patient went to interventional radiologist and gastroenterologist on (B)(6) 2015 with a stoma site infection and started antibiotics. No additional information was provided.